Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, a cuff miss occurred with two prostyle devices. A proglide device was attempted; however, a foot separation occurred. The foot was held together by the suture link making it easy to remove it without need of intervention. The pre-close technique was aborted, and a cut down was done. The sheath was upsized to greater than 8.5f and the pevar procedure was completed. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure and prolonged hospital stay as a result of converting from percutaneously to surgical repair. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle and proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.